Manufacturer narrative:
Investigation: visual inspection: deposits in the prechamber were determined through the visual inspection. 2.5. Permeability test a permeability test has shown that the pediatric prechamber is permeable. 2.6. Internal inspection to make the deposits in the pediatric prechamber more visible, they were colored using a staining solution. 3. Results: based on our investigation results, we can detect visible deposits in the pediatric prechamber. The deposits did not affect the technical properties at the time of the investigation. We can exclude a defect at the time of release. The prechamber met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a ped.prechamber (#fv035t) and a m.blue (#fxt802) were implanted during a procedure performed on (B)(6) 2023. According to the complainant, the prechamber caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years height: 145 cm weight: 35 kg gender: female *same event as medwatch#3004721439-2024-00067